Manufacturer narrative:
On 01/18/2016 11:28 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. No blood was observed on or in the device. The delivery device seal and tension spring assembly were returned inside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken using calibrated pinset and caliper .the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.48 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.